Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the internal seal fell off into pt. The piece was retrieved. No pt injury was reported. No additional info available at this time.